Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited "non-disposable pump won't run alarm". No patient injury reported.